Manufacturer narrative:
Device repairs for implementation of field change order (B)(4). Phone number (B)(6).

Event description:
The customer reported that the surveillance rebooted and remained at the window screen. Per the case notes, this was deemed related to the 2018 adt reboot issue. There was no patient incident.